Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that he only calibrates 2 times a day but the meter does not calibrate with the pump. Customer's blood glucose was 481 mg/dl. Customer has inserted on his leg but does not think it is working. Customer was also receiving a lost sensor alert. Customer was advised that the infusion set in the leg could have been inserted on a muscle and the cannula could be bent, which would slow the amount of insulin he was getting. Customer was advised to calibrate 3-4 times a day and to call back if the cannula is bent.